Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number as a different manufacturer holds reporting responsibility. This event will be reported under (B)(4).

Manufacturer narrative:
(B)(4). Medical products - unknown discovery humeral component, unknown discovery condyle; therapy date - unknown. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient has been indicated for a left elbow revision procedure due to ulnar fracture. No revision has been reported to date. Attempts have been made and additional information is unavailable at this time.